Event description:
It was reported that this device was used to expand another MFR's coronary stent during an angioplasty procedure. The balloon supplied with the coronary stent burst upon inflation during initial deployment. The balloon of this device was used to further expand the stent and ruptured while doing so. There has been no claim of injury related to this event.